Event description:
It was reported that during the procedure for treatment of a de novo lesion in the mid left anterior descending artery, an intravascular ultrasound (ivus) catheter was advanced but could not cross the lesion. A 2.0x15 rx mini trek dilatation catheter was advanced to the lesion and the balloon was inflated to 16 atmospheres. The balloon was inflated a second time to 14 atmospheres and the balloon ruptured. The ivus catheter was re-advanced but could not cross the lesion. Pre-dilatation was performed again using a 3.5x12 nc trek rx balloon and a 4.0x8 multi-link 8 stent was successfully implanted at the target lesion. Post dilatation was performed and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal ii, fielder, wiggle. Guide catheter: axess 6fr jl5. Other: view it. Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.